Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, pathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 66243001 exeter v40 stem 50mm no 1; cat# 0580-1-501 ; lot# g7344423 6.5 cancellous bone screw 45mm; cat# 2030-6545-1; lot# 4e8ar1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that patient's left hip was revised due to infection (it was not reported to rep if the infection was clinically confirmed or if the infecting microorganism was identified). A stem, head and liner were exchanged.